Event description:
It was reported that the customer was had high blood glucose of 402 mg/dl due to no insulin delivery from the insulin pump. The device alarmed no deliver, the customer changed the infusion set and the reservoir, but the alarm persisted. The customer treated with manual injection. Troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.